Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted at implant. Unfortunately, the reason for explant has not been provided. Per the health-care provider, the reason for explant at implant was not related to any device malfunction or quality deficiency. No other details reported. Despite repeated attempts to receive further information regarding the event, no additional information was received. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
It was initially reported that the valve was implanted then explanted during the same surgery. Through follow up, it was learned that the 25 mm edwards valve was being sutured in place when it was noted that severe sutures seemed to be pulling through into the muscle and it was that this could eventually leak out, tear through, and cause a perivalvular leak and to repair this would be very difficult the second time around. For this reason, a 25 mm valve was removed and a 23 mm valve placed. There was good function of new bioprosthetic valve with no evidence of perivalvular leak at the end of the operation. Based on this information, it has been determined that there was no serious injury in this case, as the issue was quickly recognized, and the 25 mm valve was removed prior to the patient coming off cardiopulmonary bypass. The surgeon has also confirmed that there was no malfunction of the edwards device. No further actions are being taken.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the sample device has been discarded, therefore, the sample device cannot be assessed for any deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.